Event description:
It was reported that pump displayed cartridge alarm 20 while customer was using pump outside of cartridge loading process. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through proper cartridge loading steps, successfully loaded new cartridge, and resumed insulin therapy, and no additional information was received regarding original cartridge details.